Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to remote manager failure. A field service engineer stated that the housing and the hasp were falling off the adhesive. The field service engineer removed and reattached the remote manager with the hasp to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with the refrigerator. The customer reported that the refrigerator was broken and needed to be replaced, and they requested the remote manager to be transferred to the new fridge. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.